Event description:
It was reported while using bd vacutainer® sst¿ ii advance, one tube was cracked at the tube opening resulting in insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the provided photo indicated a cracked tube. Additionally, visual examination of 100 retained samples did not identify any instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, one tube was cracked at the tube opening resulting in insufficient negative pressure. No adverse impact was reported regarding the patient or user.